Event description:
It was reported the device was alarming. No adverse effects to patient reported.

Manufacturer narrative:
Additional information received by smiths medical on 04-jan-2021 via email that there was no patient involved. Device evaluation cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According the investigation, the device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure. The problem source of the reported problem is unknown.